Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ejection fraction (ef) had gone down, and the physician wondered if the lead was resting on the valve. The physician opted to explant the lead to see if ef would improve. No further patient complications have been reported as a result of this event.